Manufacturer narrative:
Other (code unspecified): an evaluation of the device is not required as the event is unrelated to v.a.c.® therapy. Based on the information provided on 15-apr-2019 that alleged the patient experienced maceration that required debridement, kci could not determine that the alleged maceration was related to the activ.a.c.¿ therapy system. Based on the additional information obtained on 01-nov-2019, the nurse confirmed the maceration and subsequent debridement were unrelated to activ.a.c.¿ therapy system. Kci has deemed this event not reportable based on the information received on 01-nov-2019. Device labeling, available in print and online, states: ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Protect periwound skin consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film. - multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration. -if any signs of irritation or sensitivity to the drape, foam or tubing assembly appear, discontinue use and consult a physician. -to avoid trauma to periwound skin, do not pull or stretch the drape over the foam dressing during drape application. -extra caution should be used for patients with neuropathic etiologies or circulatory compromise. Foot wounds for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Points to remember with using v.a.c.® therapy -ensure a good drape seal has been achieved. The activ.a.c.¿, infov.a.c.¿ and v.a.c.ulta¿ therapy systems offer a sealcheck leak detector that provides assistance in identifying leaks disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 15-apr-2019, the following information was reported to kci by the nurse: the patient experienced maceration between 3 and 7 o'clock that was partially debrided. The nurse confirmed the patient's wound is showing progress. On 01-nov-2019, the following information was reported to kci by the clinical manager: the maceration and debridement were unrelated to the activ.a.c.¿ therapy system. The patient's therapy goal was met, and the patient was discharged from their services on (B)(6) 2019.